Event description:
It was reported that the customer had issues with his/her blood glucose value in the bolus history. The customer stated that several times when he/she reviewed the bolus history, the blood glucose value had dashes. Some blood glucose values were missing. His/her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed with multiple boluses and bolus wizard and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus history anomaly noted. The insulin pump has minor scratched display window.